Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. As received, the monitor was producing intermittent abnormal shutdowns. Upon evaluation, the u104 was intermittent. The cause of the resets/abnormal shutdowns is the intermittent u104. The root cause of the intermittent u104 cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing abnormal shutdowns.